Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer who reported the measured values do not correspond to the expected parameters, indicating possible inconsistency in the measurement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported there is a discrepancy between systolic and diastolic values by the non-invasive pressure (nibp) module. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and assisting the customer with troubleshooting. The customer reported the measured values do not correspond to the expected parameters, indicating possible inconsistency in the measurement, the unit eventually failed calibration. A philips field service engineer (fse) was dispatched onsite to further evaluate the unit. The fse used preventive static calibration along with verification to measure nibp values ensuring the reliability. The equipment tested ok and there were no faults. The unit was released and returned to service. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a need for calibration. The issue was resolved by calibrating the device and the product is back in service. If additional information is received, the complaint file will be reopened for further investigation.